Event description:
Spacelabs cardiac monitor showed unrecognized rhythm with no alarm at 2:08 am. Patient assessed and found with no pulse or respiration. Initial strip on telemetry was 1:14 am with identified irregularities, but monitor not recognizing rhythm due to artifact.

Manufacturer narrative:
Waveform data, trend data, error logs and monitor settings from the system were reviewed and confirmed that in the interval between 1:17 am and 2:15 am, 2009, the quality of the signal from the patient was very intermittent and noisy. During this period, the system did detect and generate alarms for tachycardia, a couplet and runs during times when the signal quality allowed. Spacelabs personnel tested the system on-site on the afternoon of the same day and verified that the system was able to receive a noise-free ECG signal and that the system did generate alarms appropriately. Testing at spacelabs confirmed that the receiver module was operating to specifications and that the transmitter was able to provide noise-free ECG waveform data to the receiver. The incident was discussed with the hospital patient safety coordinator, rn agreed that, based upon the hospitals internal investigation, there is no indication that spacelabs equipment may have caused or contributed to the patient's outcome. All findings are that the device is performing to specification.